Event description:
It was reported that a patient with two implanted implantable neurostimulator (ins) devices experienced a fall due to excessive sti mulation, which occurred after the patient turned the stimulator up to a high level. The patient reported receiving a strong jolt in the legs while walking, resulting in a fall that caused three broken fingers, a hip injury, and an elbow injury. Additional symptoms included walking difficulty, immobility, loss of balance, and new pain unrelated to baseline. The patient described a communication issue between the handset/communicator and the battery, with difficult or intermittent connection, and was initially unable to connect to the communicator to turn the stimulation down. The patient later stated they were able to connect to the communicator and turn both implantable pulse generators off to stop the stimulation. The patient alleged not receiving a brochure or information on device use after a battery replacement and claimed a lack of education on device use, despite having attended several follow-up and reprogramming appointments. The patient refused medical evaluation and follow-up appointments offered to assess injuries and review device use. The patient was advised to seek medical evaluation, which was declined. Troubleshooting steps discussed included reviewing the equipment, explaining that pressing the communicator power button could cause reset and disconnection, and advising to allow de vices to automatically pair and power on with bluetooth connectivity. The patient was later able to connect to the communicator and reported the device was connecting properly. No tests or imaging were conducted. The patient remained alive with injury. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Continuation of d10: product ID 977006 serial# (B)(6) implanted: (B)(6) 2025 product type implantable neurosti mulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.